Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and a conclusive cause for the reported unintended movement could not be determined in this complaint. The reported difficult to open the clip was a cascading effect of unintended movement. The reported unspecified tissue injury was due to unintended movement. The reported unexpected medical intervention appears to be due case specific circumstance as the cut in the fossa ovalis was treated with an occluder. The reported patient effect of mitral valve injury as listed in the mitraclip g4 system instructions for use, is a known possible complication associated with mitraclip procedures and there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to sleeve steering issues, tissue damage, and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted restricted leaflets. The first clip delivery system (cds 01020110) was advanced to the mitral valve, and the clip successfully grasped both leaflets. However, when establishing final arm angle (efaa) the clip opened to 5 degrees while locked. The clip was re-opened to 80 degrees and re-grasped both leaflets. Efaa was re-performed, but failed once again. Efaa was performed once more and the clip was deployed. After clip deployment, the clip opened to approximately 15 degrees. A second cds (001026u111) was advanced to the mitral valve to further reduce mr and stabilize the first clip. The second clip was positioned above the valve and when aligning the clip arms above the leaflets, the clip jumped forward in an unintended direction and then a cut in the fossa ovalis was observed. The clip could not be inverted back to the atrium due to insufficient of height, and therefore the procedure continued with the second clip, and the clip was deployed medial to the first clip. The cut in the fossa ovalis was treated with an occluder. Two clips were implanted, reducing mr to 1+. There was no clinically significant delay in the procedure. No additional information was provided.